Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited noise, increased impedace and high thresholds. A chest x-ray revealed possible clavicular crush damage.